Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5122789.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead had low pacing impedance and was under-sensing. Further information was not provided.